Manufacturer narrative:
Concomitant medical products: 407652 lead; implant date (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began to experience some diaphragmatic stimulation with the right ventricular (rv) lead following an atrioventricular node ablation and implant of a bi-ventricular implantable cardioverter defibrillator (ICD). The lead was successfully reprogrammed to relieve the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.